Event description:
It was reported that the patient implanted with this pacemaker and non-boston scientific right ventricular (rv) lead experienced several syncopal episodes over the past few months. The syncopal episodes were reported to have occurred while the patient was getting in a car, sitting at a table, or walking. The patient did not sustain any injuries as a result. Significant pauses were observed on the rv channel, however, were unable to be reproduced in-clinic. The patient was admitted to the hospital, and a temporary pacing wire was placed. The physician was considering potential lead explant, followed by potential implant of a non-boston scientific leadless pacemaker. No additional adverse patient effects were reported. Available information indicates this device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker and non-boston scientific right ventricular (rv) lead experienced several syncopal episodes over the past few months. The syncopal episodes were reported to have occurred while the patient was getting in a car, sitting at a table, or walking. The patient did not sustain any injuries as a result. Significant pauses were observed on the rv channel, however, were unable to be reproduced in-clinic. The patient was admitted to the hospital, and a temporary pacing wire was placed. The physician was considering potential lead explant, followed by potential implant of a non-boston scientific leadless pacemaker. No additional adverse patient effects were reported. Available information indicates this device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that a procedure was scheduled for a future date. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that intermittent high out of range rv pacing impedance measurements greater than 2,000 ohms was also observed. Additionally, the cause of the intermittent pauses on the rv channel was found to be related to loss of capture (loc) that was observed upon review of holter monitor data. An rv lead fracture was suspected. Surgical intervention was undertaken. This pacemaker and the non-boston scientific rv lead were explanted and replaced with another manufacturer's products. No additional adverse patient effects were reported. This device is not expected to be returned.

Event description:
It was reported that the patient implanted with this pacemaker and non-boston scientific right ventricular (rv) lead experienced several syncopal episodes over the past few months. The syncopal episodes were reported to have occurred while the patient was getting in a car, sitting at a table, or walking. The patient did not sustain any injuries as a result. Significant pauses were observed on the rv channel, however, were unable to be reproduced in-clinic. The patient was admitted to the hospital, and a temporary pacing wire was placed. The physician was considering potential lead explant, followed by potential implant of a non-boston scientific leadless pacemaker. No additional adverse patient effects were reported. Available information indicates this device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that a procedure was scheduled for a future date. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.